Event description:
It was reported to covidien that a customer had a problem with a urethane catheter. The customer reports the catheter was observed to be broken and was removed. The catheter was removed and replaced with a different catheter.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.